Manufacturer narrative:
Manufacturer narrative: lens rotation, is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation. The surgeon noted, "toric icl rotated twice now, has to be replaced." The best of our knowledge, the lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.